Manufacturer narrative:
Additional information: d9, g1, g3, g6, h2, h3, h6 functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the distal seal; a puncture was noted in the proximal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal, punctured seal, and subsequent leak remains unknown.

Event description:
During the atrial fibrillation procedure, a blood leak was noted from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The sheath was inserted into the heart and a septal puncture was performed with another sheath. An ablation catheter was inserted into the sheath, the sheath was inserted into the left atrium and a mapping catheter was inserted. During mapping, blood was noted to be leaking from the hemostasis valve. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. No additional venipuncture or septal puncture was performed to replace the sheath.